Event description:
During set up first time use for this product- received message that hand controller was not seated well when the spat (single use patient set) was purged. Then unhooked and plugged in several times, shut system down and brought it back up, which did not solve the issue. Got a new hand controller and it worked fine. Checked the machine for contrast build up, but it was clean.